Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. A recent CT revealed that there was a proximal type I endoleak in the abdominal aorta. There is disease progression in the aortic neck. The physician will continue to monitor the patient however there is no planned intervention. No clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4).